Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed no reboots. A visual inspection of the pump showed that the battery compartment was cracked. No moisture was found in the compartment. The returned battery cap had damaged threads and was unable to secure on to the pump. The cap contact height was found to be out of specifications; the width was within specifications. An intermittent power issue occurred with the returned cap. A test cap was used to complete investigation. The pump was then exercised for 24 hours with no power issues. (B)(4).